Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The clinic manager (cm) for a user facility reported to fresenius that a leak occurred with the combiset bloodlines during the patient's hemodialysis (hd) treatment and resulted in blood loss. The cm stated that the lines started "spurting" blood. The patient care technician (pct) examined the lines and found two different cuts in the arterial tubing. No leak was noted during prime. Additional information was requested a response was not received. The patient's estimated blood loss (ebl) was not provided. No serious injury or required medical intervention was reported. The sample was not returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: a1 (patient identifier), a3 (patient gender), a4 (patient dry weight), b5 (event description), d10 (concomitant product) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The clinic manager (cm) for a user facility reported to fresenius that a leak occurred with the combiset bloodlines during the patient's hemodialysis (hd) treatment and resulted in blood loss. The cm stated that the lines started "spurting" blood. The patient care technician (pct) examined the lines and found two different cuts in the arterial tubing. Additional information was obtained during follow-up. The reported issue occurred one minute into the patient's hemodialysis (hd) treatment. There were no changes or disruptions in pressure that would have resulted in the reported issue nor caused the fresenius machine to alarm. It was confirmed that the leak was visually observed in the arterial line after the blood pump. No loose connections were noted. There were no issues encountered during prime. The patient¿s estimated blood loss (ebl) is approximately 250 ml. The patient did not experience an adverse event nor require medical intervention. Treatment was restarted and successfully completed on a different machine with new supplies. The sample was not returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The clinic manager (cm) for a user facility reported to fresenius that a leak occurred with the combiset bloodlines during the patient's hemodialysis (hd) treatment and resulted in blood loss. The cm stated that the lines started "spurting" blood. The patient care technician (pct) examined the lines and found two different cuts in the arterial tubing. Additional information was obtained during follow-up. The reported issue occurred one minute into the patient's hemodialysis (hd) treatment. There were no changes or disruptions in pressure that would have resulted in the reported issue nor caused the fresenius machine to alarm. It was confirmed that the leak was visually observed in the arterial line after the blood pump. No loose connections were noted. There were no issues encountered during prime. The patient¿s estimated blood loss (ebl) is approximately 250 ml. The patient did not experience an adverse event nor require medical intervention. Treatment was restarted and successfully completed on a different machine with new supplies. The sample was not returned to the manufacturer for physical evaluation.